Event description:
It was reported that after deployment of a vascular stent in the right femoral vein, imaging demonstrated a narrowed section in the middle of the stent that was believed to be a fracture. A second vascular stent was deployed within the first stent. No pt injury was reported.

Manufacturer narrative:
The lot number was provided and the device history records are being reviewed. The investigation is currently underway.